Event description:
It was reported that the device was returned due to a set-screw related issue.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported setscrew issue was confirmed in the laboratory. The v setscrew was stripped and had silicone material in its hex cavity. This silicone prevented full insertion of the torque driver into the hex cavity. When pressure was applied, the hex cavity was stripped.